Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The blood glucose level was high, and the patient got treated with correction bolus via multiple daily injections (mdi). The patient replaced supplies as necessary and resumed insulin deliveries. No further information available.